Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils of her essure device had migrated out of her fallopian tube"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal heavy bleeding"), autoimmune disorder ("eosinophilic esophagitis autoimmune disorder") and eosinophilic oesophagitis ("eosinophilic esophagitis autoimmune disorder") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. In (B)(6) 2012, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), eosinophilic oesophagitis (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal cramping"), dyspareunia ("pain during intercourse"), headache ("headaches"), depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), mood swings ("mood swings"), back pain ("severe back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy performed on (B)(6) 2012). Essure was withdrawn. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, autoimmune disorder, eosinophilic oesophagitis, pelvic pain, abdominal pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, back pain, allergy to metals and procedural pain outcome was unknown. The reporter considered device dislocation, pelvic infection, genital haemorrhage, autoimmune disorder, eosinophilic oesophagitis, pelvic pain, abdominal pain, dyspareunia, headache, depression, anxiety, weight increased, mood swings, back pain, allergy to metals and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2012: hysterosalpingogram result was full occlusion of fallopian tubes. On an unspecified date an ultrasound was performed, which showed that one of the coils of her essure device had migrated out of her fallopian tube. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic infection, abnormal genital bleeding and eosinophilic esophagitis autoimmune disorder (seen autoimmune disorder and eosinophilic oesophagitis). Shortly before removal, a sonogram showed one of the coils of her essure device had migrated out of her fallopian tube (device dislocation). Plaintiff underwent a hysterectomy 10 months after essure insertion. Autoimmune disorder is unanticipated whereas other events are anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship between pelvic infection and essure cannot be excluded. Abnormal genital haemorrhage could be alternatively explained by pelvic infection, however, as it can occur with during wearing essure, a causal relationship cannot be excluded. The exact date and mechanism of device dislocation are not known, however given its nature, this event was considered related to essure. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, a causal relationship between eosinophilic esophagitis autoimmune disorder and essure is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils of her essure device had migrated out of her fallopian tube"), pelvic infection ("pelvic infection"), genital haemorrhage ("abnormal heavy bleeding"), autoimmune disorder ("eosinophilic esophagitis autoimmune disorder") and eosinophilic oesophagitis ("eosinophilic esophagitis autoimmune disorder") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety, depression and nickel sensitivity. Previously administered products included for an unreported indication: mirena from 2006 to 2008. Concurrent conditions included obesity, unspecified. Concomitant products included hydroxyzine embonate (hydroxyzine pamoate), lisinopril, medroxyprogesterone (depo provera), omeprazole and venlafaxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("severe pelvic pain"), dyspareunia ("pain during intercourse"), depression ("depression"), anxiety ("anxiety"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy"). In 2012, the patient experienced urinary tract infection ("uti") and vaginal infection ("vaginal infection"). In (B)(6) 2012, the patient experienced procedural pain ("suffered a painful post-operative recovery"). In (B)(6) 2013, the patient experienced eosinophilic oesophagitis (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain ("severe abdominal cramping"), headache ("headaches"), weight increased ("weight gain"), mood swings ("mood swings") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, autoimmune disorder, eosinophilic oesophagitis, abdominal pain, dyspareunia, depression, anxiety, weight increased, mood swings, back pain, allergy to metals, vaginal haemorrhage, menorrhagia, urinary tract infection, migraine, dysmenorrhoea and vaginal infection outcome was unknown and the pelvic infection, genital haemorrhage, pelvic pain, headache and procedural pain had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, eosinophilic oesophagitis, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Ultrasound scan - on an unknown date: one of the coils of essure had migrated (B)(6) 2012, hysterosalpingogram revealed total bilateral occlusion, migration of essure device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: the reporter information was updated. This case concerns 29 year old patient. Historical medication, historical condition and concurrent condition was added. Lab data was added. Essure insertion and removal date was added. Essure indication was amended. Concomitant medication was added. Event: abnormal bleeding (vaginal, menorrhagia), uti (urinary tract infection), migraines, dysmenorrhea (cramping) and vaginal infection. She had recovered for following events abnormal bleeding, severe pelvic pain, headaches and pelvic infection. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced pelvic infection, abnormal genital bleeding and eosinophilic esophagitis autoimmune disorder (seen autoimmune disorder and eosinophilic oesophagitis). Shortly before removal, a sonogram showed one of the coils of her essure device had migrated out of her fallopian tube (device dislocation). Plaintiff underwent a hysterectomy 10 months after essure insertion. Autoimmune disorder is unanticipated whereas other events are anticipated in the reference safety information for essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship between pelvic infection and essure cannot be excluded. Abnormal genital haemorrhage could be alternatively explained by pelvic infection, however, as it can occur with during wearing essure, a causal relationship cannot be excluded. The exact date and mechanism of device dislocation are not known, however given its nature, this event was considered related to essure. Considering the pathophysiology of autoimmune disorders and local action of essure at the fallopian tubes, a causal relationship between eosinophilic esophagitis autoimmune disorder and essure is assessed as unrelated. This case was regarded as incident, as a surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.